Event description:
Healthcare professional reported "deflation" via mammogram. This record is for left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ deflation: not observed. As per the investigation procedure, wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, d6b, e1, h6.

Event description:
Healthcare professional reported left side "deflation" confirmed via mammogram. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation.

Event description:
Healthcare professional reported "deflation" confirmed via mammogram. This record is for left side. Device remains implanted.